Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced frequent pulsatility index (pi) events. It was planned to increase the patient's fluid intake and adjust medications. The pi events did not resolve and it was reported that the patient may have possible external compression around their outflow graft and they were planned to have an intravascular ultrasound and possible stent on 31jan2024.

Event description:
It was reported that the log files captured persistent pulsatility index (pi) events on 18dec2023. The mechanical circulatory system equipment was operating as intended electronically and mechanically. The cause of the pi events was possibly from dehydration or hypotension and the patient had been encouraged to increase their fluid intake. After their ultrasound, no occlusion was found so stenting was not done. The patient's pump speed was increased based on transthoracic echocardiogram results and the pi events were resolving.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the submitted controller event log file was reviewed, and several pi events were captured on (B)(6) 2023. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.